Manufacturer narrative:
Product analysis: analysis of the device was able to confirm the customer comment that the external pulse generator (epg) had a blank screen and was not working. The display flex was damaged. Analysis also noted that the output connector assembly was damaged, hanger assembly was broken, keypad was delaminated, lower case was damaged, and encoders were out of mechanical specification. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display screen of the external pulse generator (epg) was blank and was not working. The device was returned for service. There was no patient involvement.